Event description:
It was reported that while the surgeon was using a 4.0mm recon-locking plate, he found that the depth gauge measurement was 4mm longer then expected. It was reported that the depth gauge measured 24mm yet should have measured 20mm. It was reported that this event occurred with a two piece axsos gauge [product # 702884].

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is fully functional. Based on the investigation, the root cause was attributed to a user related issue. It was checked how the surgeon came to this assumption. If the depth gauge shows 24mm on the scale the length at the tip is 22 mm (measured from the tip of the sleeve to the tip of the needle). After subtracting 1.5 mm from the tip of the needle (design related hook for measuring in the screw holes) the result is 20 mm, as reported. This complaint is related to a misunderstanding of the measuring method of the reported device. All depth gauges have system related designs (special measuring method on every brand) which could lead to a misunderstanding of the measuring method. Note, as stated in the IFU: the instructions for use v15011 rev m 06-2015 instruments IFU ot-IFU-152 were reviewed: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument.¿ [original statements] note, as stated in the operative technique: ¿correct screw selection note: select a screw approximately 2-3mm shorter than the measured length to avoid screw penetrations through the opposite cortex in metaphyseal fixation. Add 2-3mm to measured length for optimal bi-cortical shaft fixation.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that while the surgeon was using a 4.0mm recon-locking plate, he found that the depth gauge measurement was 4mm longer then expected. It was reported that the depth gauge measured 24mm yet should have measured 20mm. It was reported that this event occurred with a two piece axsos gauge [product # 702884].

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.